Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirement prior to shipment. Based on the information provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal in pediatric patients or others with small femoral artery size (<4mm in diameter). Small femoral artery size may prevent the angio-seal anchor from deploying properly in these patients.

Event description:
It was reported that approximately four hours after angio-seal deployment, while the patient was in the medical ward, they experienced a muscle spasm at the puncture site. The hospital staff nurse massaged the puncture site and also visually confirmed that there was no hematoma or bleeding. The patient was prescribed analgesics (type and dosage unknown). There were no adverse patient consequences experienced.